Event description:
A physician reported that during the intraocular lens (iol) implant procedure, when pressing the plunger of the system, the iol pusher was incorrectly positioned (it passed over the optical part of the iol), which led to the compression and detachment of the haptic element in the narrow part of the cartridge. The intraocular lens was replaced with a similar one of the same diopter power available. The replaced iol did not come into contact with the patient. No harm occurred.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. Correction information provided in h.6. On initial MDR the product code of e2401 was a submitted. It should have been e2403 on the original MDR. The health impact code f1905 was reported incorrect. The sample was not returned. Photos were provided of the used device placed partially on white gauze material. The lens stop and plunger lock were removed. There appeared to be viscoelastic in the used device. The plunger was retracted toward mid-nozzle. A broken haptic was observed inside the device to the left of the plunger. The photo is too blurry in order to determine the orientation of the distal haptic tip. The lens was shown outside the device in front of the nozzle tip. One haptic was broken in the haptic/optic junction. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the complaint could not be determined. Based on our observation of the provided photos, the reported plunger override could not be confirmed. The lens was shown outside the device, the trailing haptic was broken and clinical solution appeared to be present in the device. The broken haptic was on the correct side of the plunger. The photo was too blurry in order to determine if the distal portion was facing the end of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Broken haptics may occur: if the operating room temperature is too high (greater 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).